Manufacturer narrative:
B3 - date of event- selected the first date of may 2026 as the date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a medication leakage occurred from an administration set. The event occurred during infusion to the patient and there was no patient harm occurred.